Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination was normal. Visual inspection found no anomalies. All tines were intact and undamaged.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited failure to capture. The physician elected to remove and replace the ra lead during the procedure. The patient was recovering post-procedure.